Manufacturer narrative:
Device was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test or verify motor power supply voltage error detected alarm due to drive count or time values or changes incorrect for moving or coasting error alarms. Device passed the self test, sleep current measurement, and the active current measurement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm and battery failed alarm. The blood glucose level was 191 mg/dl. Customer was not able to rewind. The product will return for the analysis.